Event description:
Healthcare professional (hcp) reports a pt reaction with the third usage of a psn membrane. The incident occurred 5-10 minutes into the hemodialysis treatment. The pt experienced shortness of breath, chest pressure, cyanosis and wheezing. The pt was treated with 02 and the dialysis treatment was discontinued. The symptoms resolved during the next 20 minutes and the remainder of the treatment was completed with a polysulfone membrane without incident per the hcp.